Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received a questionable glucose result with an accu-chek inform ii meter. The serial number was requested but not provided. The result from the meter at 4:24 p.m. Was 90 mg/dl. The result from the laboratory at 4:30 p.m. Was 194 mg/dl.